Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl and the insulin pump screen was blank. The customer was treated with injection. The customer did report symptoms such as nausea and abdominal pain as a result of high blood glucose level. Customer was calling back after receiving a new battery cap for blank display. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.